Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Following pre-dilatation, the physician was attempting to deliver one endeavor resolute drug-eluting stent (3.50mm x 30mm) to a lesion in the lad with 90% stenosis. However, resistance was noted and the device could not pass. The physician changed to another device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: there was slight misalignment of struts from the 12th and 13th proximal stent segments and multiple struts from the 11th and 12th distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).